Manufacturer narrative:
(B) (4): the device been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
The patient died; the cause of death and its relationship to the implantable neurostimulator was not reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.